Manufacturer narrative:
Returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly.

Event description:
This is report 1 of 3 for the same event. It was reported that during an unspecified surgical procedure of the spine it was observed that a burr device was stuck in the attachment device and the attachment device was stuck in the handpiece device. It was reported that the burr was not fractured. It was reported that there was no delay to the procedure as there was unspecified spare devices available and the procedure was successfully completed. There was patient involvement. There were no patient or user injuries reported. It was reported there was no medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Additional narrative: the actual device was returned for evaluation. Reliability engineering evaluated the device and observed the cutter was stuck to the motor. The cutter and attachment (stuck together) failure was from blood corrosion and organic debris which led to degradation of the bearings resulting in misalignment of the inner races of the bearings. Therefore, the reported condition was confirmed. The assignable root cause was determined to be to due to improper cleaning and running the handpiece without a cutter, which would be user error, abuse and possibly misuse. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.